Event description:
The customer reported that the device failed opcheck for the charge and shock buttons. This was in testing only and there was no pt impact or involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.